Manufacturer narrative:
Evaluation summary: functional testing was completed during the technical evaluation and the complaint could not be verified or reproduced. It was noted that the product functioned correctly when tested before the surgery. These facts point to incorrect use during the surgery. No additional information detailing the techniques used is available. Further root cause analysis cannot be completed. Evaluation codes: the devices met print specifications where measured. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the surgeon was implanting a short left cm nail and the distal screws missed the nail. The nail had to be implanted free hand.